Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number 12g18h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of a virus which seeped down and caused peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.